Manufacturer narrative:
B3: The event date is approximate.D4: The device serial number were not provided. H4: Manufacture date not provided.G3: The complaint was received from a consumer in Germany. Device not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.The case is being conservatively reported as the event described as burn is likely to cause or contribute to serious injury or death, if the malfunction were to recur.

Event description:
It was reported that a Philips Sonicare DiamondClean 9000 has burn marks. No injury was reported. Device not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.